Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed significant wear on the superior and inferior medial aspect of the insert indicating preferential loading of the femoral component onto the medial condyle. The anterior aspect of the central posterior stabilization post of the insert exhibits significant deformation and wear consistent with hyperextension and/or anterior-posterior instability of the left knee. The investigation could not draw any conclusions about the root cause of the joint instability with the information provided. No evidence was found of product error as a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, tibial loosening and possible poly wear. Loosening occurred at the cement/implant interface, cement manufacturer is unknown.